Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 21mm valve, implanted in aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to insufficiency. The tavr was performed with a 20mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with an unknown 21mm 3000tfx valve, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 12 years and 9 months due to degeneration. The patient was presented with heart failure and shortness of breath. The tavr was performed with a 20mm 9750tfx transcatheter valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained through healthcare provider, the 3000tfx 21mm valve was implanted 12 years and 9 months ago. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants greater than ten years with no allegation by the physician of premature failure will not be reportable. Since this event is no longer considered reportable, this correction is being submitted.